Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service replaced the mainboard couple months ago and now the unit wont show the ventilator serial number. The unit shows (B)(4). He checked the cable running from the power pcb (printed circuit board) to the main board. He replaced with new one cable. As a resolution, technical support issue a code from the vela serial product security to change the serial number from (B)(4) to (B)(4) but the unit said code invalid. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed vent inop (ventilator inoperable). As of this time, there is no information about patient involvement associated with the reported event.